Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the pod kit would not turn on. No serious injury was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample and log files were evaluated, and the reported event was confirmed. The pod ¿reference pod 1¿ in the iassist 4-pod kit did not connect during surgery due to a depleted battery. The pod was locked at ¿0xfe¿ bit, which indicates that the pod did power on and locked itself when the battery reached the low voltage threshold. The pod wasn't able to join the system because its battery was drained before the surgeon had launched the system controller application. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.